Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. The device could not be evaluated for the reported symptom, inaccurate deliveries, due to the condition of the motor. The device was sent for pressure plate travel adjustment and calibrated to ensure flow rate accuracy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced inaccurate deliveries. There was no patient involvement. No additional information is available.